Manufacturer narrative:
(B)(4). The device was evaluated. A visual inspection was performed and the fluid was observed flowing out of the fill-port immediately after the fill-port cap was removed. Subsequent examination revealed the cause to be a white particle which was determined to be acrylic (a component of this product). If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that there was backflow from the filling port during filling of an infusor lv5 with an unknown drug. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation or if additional relevant information is obtained, a follow-up will be submitted.